Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain at the ipg site due to a fall. As a result, the ipg flipped in the pocket and imaging confirmed lead migration. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.